Event description:
11/14/2024: we were informed of one of the customer's patients that had a capsule endoscopy procedure done on (B)(6) 2024, and after several days he reported that the capsule hadn't passed. Dr then ordered a kub x-ray to verify whether the capsule had passed or not and if the patient accidentally missed it. The patient ended up not getting the x-ray done because he had a CT scan of the abdomen done at the ER on (B)(6) 2024, which didn't show any obstruction. The patient also had a bowel resection surgery done on (B)(6) 2024. 11/15/2024: frm-0089c was sent to obtain further information. 11/20/2024: the frm-0089c capsule incident questionnaire was received indicating that the patient had no pre-existing conditions that could have led to the retention and that when the bowel resection surgery was done on (B)(6), they couldn't confirm the capsule passed before the surgery, the capsule was not seen during the surgery. Therefore, it is possible that the capsule was excreted and not retrieved before the bowel resection surgery and the capsule was not related to the surgery.

Manufacturer narrative:
11/14/2024: we were informed of one of the customer's patients that had a capsule endoscopy procedure done on (B)(6) 2024, and after several days he reported that the capsule hadn't passed. Dr then ordered a kub x-ray to verify whether the capsule had passed or not and if the patient accidentally missed it. The patient ended up not getting the x-ray done because he had a CT scan of the abdomen done at the ER on (B)(6) 2024, which didn't show any obstruction. The patient also had a bowel resection surgery done on (B)(6) 2024. 11/15/2024: frm-0089c was sent to obtain further information. 11/20/2024: the frm-0089c capsule incident questionnaire was received indicating that the patient had no pre-existing conditions that could have led to the retention and that when the bowel resection surgery was done on (B)(6), they couldn't confirm the capsule passed before the surgery, the capsule was not seen during the surgery. Therefore, it is possible that the capsule was excreted and not retrieved before the bowel resection surgery and the capsule was not related to the surgery.